Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, there was an issue with the tubing length for the 24 pre connect device. The tubing was too long and needed to trim down to get to the correct length for the patient.